Event description:
A patient underwent a repair kit placement procedure using the hickman repair kit. On (B)(6) 2025, the crack was noted on repair line. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one hickman s/l repair kit catheter was received for evaluation, and one photo was provided for review. The photo shows the product details mentioned on the package which are matched with tw details. Visual, microscopic, tactile and functional evaluation were performed. A cap was noted on the luer. The complaint sample was returned with the clamp engaged. A longitudinal split was noted on the catheter body, proximal to the adhesive on the distal end of the clamping sleeve in which edges were uneven and surface noted to be smooth with residue throughout. Therefore, the investigation is confirmed for the identified burst issue and unconfirmed for the reported fracture issue as more specific burst code was identified. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a repair kit placement procedure. On (B)(6) 2025, a crack was noted on repair line. There was no reported patient injury.